Event description:
It was reported that in preparation for a percutaneous transluminal angioplasty (pta) treatment procedure, a stent moved on a balloon. The express vascular ld 8.0x20mm stent was removed from the package and it was noted that "the stent moved on the mounted balloon." The procedure was completed with another of the same device. No patient complications occurred. The patient status is "good." This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluation by manufacturer: visual and tactile examination of the returned device revealed the stent on the balloon had moved 5mm distally. An clear impression of where the stent was originally crimped is visible on the balloon material. The profile of the stent was measured and all measurements were within specification. The device was passed along a 0.35" guidewire with no restriction noted. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage, as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that in preparation for a percutaneous transluminal angioplasty (pta) treatment procedure, a stent moved on a balloon. The express vascular ld 8.0x20mm stent was removed from the package and it was noted that "the stent moved on the mounted balloon." The procedure was completed with another of the same device. No patient complications occurred. The patient status is "good." This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)